Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a circuit leak. There was no injury reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and could not reproduce the error. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.

Event description:
N/a.